Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a persistent loading circle that appeared consistent with an update loop, and standard troubleshooting steps including power cycling, charging, and force-closing the app did not resolve the issue. Symptoms included no alerts or alarms. Outcomes included shipment of a replacement device and return of the original. Investigation included a review of the user-provided video and remote technical troubleshooting. Investigation of this device revealed a device performance issue consistent with a software-related malfunction affecting the user interface or control operation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to a lack of reproducible data from the field.